Event description:
It was reported that during an interventional procedure to the heavily calcified, middle left anterior descending artery with radial access, significant resistance was encountered upon insertion of the 2 x 15 mm mini trek rx balloon dilatation catheter through the y connector. The balloon was inflated at the lesion and ruptured at 13 atmospheres. The device was removed and another mini trek completed the procedure uneventfully. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood on the shaft, on the balloon and in the hub, inflation lumen and guide wire lumen, which is consistent with device use and a leak or rupture inside the patient anatomy. A new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out a tear in the guide wire exit notch. There was no balloon rupture as reported. The returned balloon was tightly folded consistent with no inflation. It was most likely that it was unable to inflate the balloon due to the leak and it was interpreted as balloon rupture; hence, a followup to clarify the discrepancy is not needed. The folded balloon profile was measured and met specification. The rotating hemostatic valve (rhv) used during the procedure was not returned for analysis; therefore it is unknown how it contributed to the reported complaint. The balloon catheter was advanced through a new rhv with no resistance noted. The reported difficulty could not be confirmed. The cause of the reported difficulty advancing the catheter through the rhv could not be determined; however, there is no indication of a product quality deficiency. Factors that may contribute to the difficult to advance the balloon catheter through the rhv and cause resistance between the devices may include, but not limited to, over-tightening of the rhv which reduces the guiding catheter inner diameter, a large folded balloon profile, or damages to the rhv or balloon catheter. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. In this case, since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use. The tearing of the guide wire exit notch appears to be consistent with force being applied from the inside of the guide wire lumen to the outside and usually occurs from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. Reportedly, the lesion was heavily calcified and the procedure was a radial access approach which is more challenging and may have contributed to the tearing of the guide wire exit notch. A review of the lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance testing met specifications. A query of the complaint handling database revealed no other incidents reported for this lot. All products are leak tested and visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, a sampling of units is destructively tested to verify folded balloon profiles and rated burst pressure (rbp) prior to release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.